Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The malfunction was not confirmed. The system performed as intended and no further investigation is needed.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user experienced a hypoglycemic event, user mentioned that two times her sugar has dropped and called an ambulance.